Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis of the received photograph noted a handle powered on showing a power handle error graphic. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic sleeve gastrectomy, the handle was used successfully in one case and was put on the charger when the procedure was completed. When the nurse pulled the handle off the charger for another case, later the same day, there was a power handle error on the screen. Red circles with a line through it and a yellow exclamation triangle above it. There was no patient involvement.